Event description:
During a diagnostic procedure, the pig tail catheter was advanced and placed in the the left ventricle. During the injection at 12cc pre second for a total 36 cc with nominal psi, the hub separated from the shaft. There was no pt injury reported with the event, and another catheter was utilized to complete the procedure.